Event description:
A physician reported with a description of intraocular lens (iol) with increased surface reflex. The surgeon also stated his opinion that, the iol really looks a bit bent backwards, at least in the wide pupil at the slit lamp. In the pentacam it also looked partly like that. There was a patient contact but no patient impact was reported. The iol remains implanted. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.6., and h.10. No determination could be made from the provided photos. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and stated that, the lens material appears compressed. As per the surgeons opinion, it might be due to turbidity reaction. The patient had visual impairment. The patient was not hospitalized for the event. The event did not cased any unplanned drug, medical or surgical treatment.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).